Event description:
It was later reported that a dye study was done. The health care provider (hcp) was unable to aspirate from the cap but did not confirm the kink. The hcp also reported that the patient was not in withdrawal. It was noted "has extensive syrinx and more likely the cath tip abuts tissue prev. Aspiration". The patient was referred to another hcp with no further communication. The pump was used to deliver lioresal.

Event description:
Patient experienced a change in therapy effect, it was stated that on monday of last week, patient started having hallucinations and was going into withdrawals. Patient was not due for refill. Patient "admitted himself to the hospital and was still there." Patient was traveling and "didn't feel he can fly because of the stiffness." Patient had an x-ray done yesterday and "they detected a kink in the catheter." Patient was looking for new physician to fix catheter. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).